Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02061/2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported ventricular arrhythmia and outflow graft malposition could not be conclusively determined through this evaluation. It was reported that the patient had a ventricular arrhythmia and was readmitted to the hospital where they underwent antitachycardia pacing (atp) therapy. The patient's underlying disease was considered to be the cause of the arrhythmia but the malposition of the outflow graft seen during computed tomography (CT) was also considered a factor. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), until they were transplanted on (B)(6) 2021. The device was returned and evaluated under MFR# 2916596-2022-00743. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 5 "surgical procedures" provides an image of the proper hmii implantation configuration and discusses implanting and orienting the outflow graft. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018, the patient had a ventricular arrhythmia and was readmitted to the hospital where they underwent antitachycardia pacing (atp) therapy. The patient's underlying disease was considered to be the cause of the arrhythmia but the malposition of the outflow graft seen during computed tomography (CT) was also considered a factor.

Manufacturer narrative:
Section d6b: date of explant was inadvertently reported in initial report and is not applicable for this event. No further information was provided. The manufacturer is closing the file on this event.